Event description:
It was reported that an ambulance transported customer to the emergency room due to a blood glucose (bg) level reading of "low"; however, specific bg value was not provided. Cause was not known. Customer attempted to address bg level by consuming carbohydrates and glucose tablets. Customer was discharged later the same day with the issue resolved and no permanent damage. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. Customer delivered a bolus via the pump to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Added MDR codes 213, 4121, 4315.